Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient¿s left kidney did not function properly, but it was noted that this was a separate issue from their urinary retention issue. Additional information was received six days later. It was reported that the patient was not able to self-void and a manufacturer representative was working with the patient on program changes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.